Manufacturer narrative:
On 03/30/2016 the fse confirmed the customer complaint and reported that the laser was past its life expectancy. The fse replaced the laser to resolve the counting error that was observed. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported that the coulter hmx analyzer generated erroneous monocyte (mo) counts on the automated differential count. The three patient printouts had abnormally high mo counts on the initial runs. All reruns returned a much lower mo count for the patients. The reruns were considered correct. The three abnormal runs had system suspect messages generated. Erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.